Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference case ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that bending not able to go all the way through, too thin. It was not possible to complete the procedure with the use of the stone extractor as intended. An incision was made to remove the stone. Cross reference MDR: 9610617-2024-00499.